Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level 36 mg/dl. Customer had blood glucose of 335 mg/dl. Customer did the self test and it was passed. Customer declined troubleshooting for low and high blood glucose level. Customer stated they did not see missing segments during the self test. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.